Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following an intraocular lens implantation (iol), the patient had blurry vision at all distances. The lens was explanted 2 months following the initial implant procedure. The clinical reason given for the explant was "mild refractive error, does not seem significant enough to explain, subjective poor vision." Additional information was received from patient that, he saw a central dark ring ¿like a cheerio¿ when looking through the iol. This symptom was resolved once the lens was removed and replaced with the monofocal iol.